Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that tricuspid valve infection was noted on a patient. It is unknown if the physician considers the infection to be procedure related, lead related, and/or device related. The right ventricle (rv) lead, the right atrial (ra) lead, and the device were explanted. It is unknown if additional intervention was performed. During explant, a helix rotation anomaly was noted on the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended, bent consistent with procedural damage and was clogged with blood/tissue. X-ray inspection showed the inner coil was overtorqued and the helix was bent consistent with procedural damage. The cause of the reported event was isolated to the helix being bent and overtorqued of the inner coil. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.